Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and during the support there was high motor current, and the pump stopped. The staff attempted to restart the pump multiple times without success. The impella cp device was explanted and replaced. The patient status as a result of the event was indicated as unknown. However, latest information indicated the patient continued on impella mcs.

Manufacturer narrative:
The investigation of pump stop has been completed. Impella cp was returned for evaluation. Upon visual inspection, a large purge gap was present under the impeller blade. No data logs were returned for evaluation. Clinical details noted that a pump stop occurred on day 7 of support with a spike in motor current. Pump was attempted to be restarted multiple times without success. The root cause of the pump stop was most likely due to bearing wear within indicated design life of 8 days per design trace matrix.